Manufacturer narrative:
No product returned with per for evaluation. Also, x-rays are not available for review. It is reported that x-ray taken 2 years post-op showed patella fracture. It's not known whether the patient had any trauma or fall. The cause of the problem could not be determined due to insufficient information. No product was returned. Review of the device history records did not find any deviations or anomalies, it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported by patient's attorney that in 2004, patient underwent total right knee arthroplasty. Post-op patient experienced pain and x-rays taken in march 2006, showed a right transverse patella fracture. Patient has not been revised.